Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The technical support team provided information on how to reset the pump, assisted the customer in performing the reset, and confirmed that the malfunction did not recur. The customer continued to use the pump for insulin therapy.